Event description:
It was reported while the patient was in the clinic, the patient experienced an allergic response after using a device allergy test kit on the patient. The silicone rubber with imbedded metal ring was the sample that caused the allergic reaction. No further information is available.